Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the iol was implanted inside out. The surgery was completed after replacing the product with another one in an initial procedure. The sample (iol) is not available as it was discarded. According to the additional information received on 02-sep-2024, the event was described as, "the lens was inverted when inserting into the eye". In the doctor opinion the event was not caused due to iol but that the injector which was not qualified for use with the iol was used.

Manufacturer narrative:
A product was not returned for analysis; it was discarded. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.10. Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The complainant indicates the use of healon as a viscoelastic which is not qualified for use with the associated intraocular lens (iol) model. The complainant states the use of a company specific model iol delivery syst with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified products. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).